Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via the manufacturer representative reported that the leads were implanted intrathecal. The physician was having a difficult time verifying since fluid was coming out of the needle, they thought it was fluid from using the loss of resistance syringe and a lateral x-ray didn't look definitive. The factors that may have led or contributed to the issue was reported to be none. Right after surgery, the patient was programmed and was getting strong stimulation at 0.3 volts. Actions taken to resolve the issue was a revision surgery to move the leads epidural. The leads were implanted intrathecal and there was a second surgery to move them epidural. The issue resolved at the time of the report. Products were all in use and remain implanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported that there was no device issue and the fluid was clear with trace amounts of blood. The physician thought it was isoview contract that they used during a loss of resistance technique. The issue was procedure related only. Nothing was explanted except old bumpy anchors that were discarded and new ones were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.